Manufacturer narrative:
Date of event: choo, s.k. Et al., (2014) clinical experience with telescoping hip nail. Hip int 2014; 24(5): 491-553. This report is for an unknown proximal femoral nail anti-rotation (unknown quantity/unknown lot). UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature abstract: choo, s.k. Et al., (2014) clinical experience with telescoping hip nail. Hip int 2014; 24(5): 491-553. A study was done between february 2012 and january 2014 of patients 65 years or older with femur intertrochanteric fractures. Forty patients, group a were implanted with a competitor device and forty-six patients, group b were implanted with the proximal femoral nail anti-rotation (pfna). Two group b patients required revision surgery due to blade cutting through. Eighteen group b patients had protruding of the device laterally more than 1 cm. Six of the those patients complained lateral hip pain and required medication and four required steroid injections. Four patients died during follow-up period. This report is 1 fo 1 for (B)(4). This report is for an unknown proximal femoral nail anti-rotation (pfna) and refers to the serious injury / reportable malfunction of two group b patients required revision surgery due to blade cutting through. Eighteen group b patients had protruding of the device laterally more than 1 cm. Six of the those patients complained lateral hip pain and required medication and four required steroid injections.